Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10. The legal manufacturer performed the device history records for this device and no abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The cause of the lamp a and lamp b malfunction is due to wear and tear / deterioration over time. The equipment has been manufactured for more than 9 years, and the main board, lamp harness, lamp changeover switch, etc. Have deteriorated over time due to long-term use, or both lamps a and b have reached the expected life the legal manufacturer will continue to monitor complaints for this device.

Manufacturer narrative:
The referenced device was returned to the olympus service center for evaluation. The evaluation confirmed the reported malfunction as the image intermittently flickers when the video cable is manipulated due to worn out video connector pins. Additionally, the connector block is worn out contributing to a poor light guide connection. The device is missing both lamps (a & b); the battery is defective and is not holding settings. The device was repaired to specifications and returned to the customer. A review of the device's repair history shows no previous repair records. The device was purchased on (B)(6) 2011. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During the middle of an unspecified procedure, the customer reported that when the endoscope is inserted into the video system and if the endoscope is moved a certain way on the monitor it is giving different colors and not providing the image that is needed. A brand new endoscope was inserted and it is having the same issue. There was no delay in the procedure and no devices were replaced as the intended procedure was completed using the same device. No patient injury or harm was reported.